Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant removal from textured to smooth due to the concerns of the product" and "rupture". Device has been explanted.

Event description:
Healthcare professional reported, right side "implant removal from textured to smooth, due to the concerns of the product". And "rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe, as it is not related to the device. Rupture: not observed, openings during the analysis. As per the investigation procedures: deformation and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "trace amount of fluid signa." Healthcare professional additionally confirmed that the events of capsular contracture, and rupture did not occur on right side. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.